Event description:
Before beginning an atrial fibrillation procedure, it was reported that the pentaray nav high-density mapping catheter did not deflect after taking it out of the package. The catheter was exchanged and the procedure was completed. No patient consequences. On (B)(6), the catheter was received in our failure analysis lab and found that the tip and the shaft were found partially detached in the tip to the shaft joint. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
(B)(4) before beginning an atrial fibrillation procedure, it was reported that the pentaray nav high-density mapping catheter did not deflect after taking it out of the package. The catheter was exchanged and the procedure was completed. No patient consequences. The returned device was visually inspected upon receipt and the tip and the shaft were found partially detached in the tip to shaft joint. Further investigation revealed that the cause of the failure was the separation of the polyimide stiffener in the distal side of the quad lumen tip. In order to recreate the issue, a tensile strength test was performed to representative catheters samples but it could not be duplicated. All devices were found within specification. The complaints database has been reviewed and there is no other complaint reported from the same lot number. Per the reported event, a deflection test was performed and the catheter failed. It was dissected and the puller wire was found broken inside the handle area. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent broken puller wires and tip - shaft detachment from leaving the facility. The reported customer complaint in regards the deflection issue was confirmed.